Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing with noise was observed on the right ventricular (rv) lead. Additionally, a lead warning for high/undefined pacing impedance on the rv lead was noted. The rv lead was explanted and new system will be implanted on the patient's right side in the future. No patient complications have been reported as a result of this event.